Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. It was discovered that the patient's right ventricular (rv) lead exhibited oversensing of non-physiologic potentials and noise. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.